Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced leakage during use. The following information was provided by the initial reporter: connected with pressure-resistant tube. When the experienced nurse flowed construct medium, the patient reported that leakage occurred.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two catheters, a syringe, miscellaneous tubing, an unknown adapter connector, and an empty package. In addition, seven photographs were also submitted which displayed similarities to that of the returned units. Through the examination, the catheter adapters were observed for any signs of damage or deformation that may cause leakage. Damage was observed at the luer connection. This type of damage to the luer threads/catheter tubing was a result of incorrect equipment settings. A leakage test was performed where leakage was not observed. Although the reported issue of leakage was not confirmed, damage to the adapter was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment setting related issue for the reported defect relating to a probe misalignment. CAPA 1393887 has been implemented to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced leakage, and catheter adapter/connector/hub defective/deformed molding issue during use. The following information was provided by the initial reporter: connected with pressure-resistant tube. When the experienced nurse flowed construct medium, the patient reported that leakage occurred.

Manufacturer narrative:
The following information has been corrected: b.3. Describe event or problem: it was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced leakage, and catheter adapter/connector/hub defective/deformed molding issue during use. The following information was provided by the initial reporter: connected with pressure-resistant tube. When the experienced nurse flowed construct medium, the patient reported that leakage occurred.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced leakage, and catheter adapter/connector/hub defective/deformed molding issue during use. The following information was provided by the initial reporter: connected with pressure-resistant tube. When the experienced nurse flowed construct medium, the patient reported that leakage occurred.